Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the diagnostic message was displayed by the programmer, that indicated that it was unable to connect with the analyzer. An incoming inspection was performed on the analyzer, the unit was opened, and a visual inspection was performed and accessed. The analyzer functioned as required without any issue. The analyzer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a diagnostic message was displayed by the programmer that indicated that it was unable to connect with the anal yzer. The analyzer was changed out for another analyzer module, after which no further issue was observed. It was further provided that the analyzer was non-functional. There was no patient involvement.